Event description:
As reported by an edwards france affiliate, during a tmvr procedure with a 29mm sapien 3 valve, the commander delivery system balloon 'burst' or 'cracked'. There was no additional information provided.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficult to cross septal wall, difficulty to withdraw system with valve through sheath and balloon leak were unable to be confirmed due to unavailability of returned device and/or applicable imagery. As reported, 'during procedure, while inserting the commander delivery system through the esheath, resistance was felt but it was managed to exit the esheath. However, it was not possible to cross the septum as the wall was too thick, therefore, it was decided to remove the system. Difficulties removing the commander with valve through the esheath were felt (because the valve did not cross through the esheath hemostatic valves. It was forced a bit on the loader at that time) so all the assembly was withdrawn with the esheath as a unit.' In this case it is possible that the rigid septal-wall characteristics contributed to the reported crossing difficulty. Additionally, since the procedure was successfully performed with the second device, it is possible that improper septal wall opening and/or improper guidewire placement may have further contributed to the reported difficulty. Available information suggests that patient factors (patient anatomy) and/or procedural factors (improper septal wall opening, improper guidewire placement) may have contributed to the complaint event; however a definitive root cause was unable to be determined. In this case, attempts were made to withdraw the ds/crimped valve through the sheath hub. Per the procedural training manual, the system should be withdrawn as a single unit once the ds/crimped thv have re-entered the sheath shaft. Pulling them through the sheath hub likely caused the thv to catch on the hemostatic valves, resulting in the reported withdrawal difficulty. Available information suggests that procedural factors (improper withdrawal technique) may have contributed to the complaint event. It is possible that the balloon material was subject to unfavored physical interactions with the crimped thv/septal via excessive manipulations while attempting to cross the septum. It is also possible that the structural integrity of the balloon became further compromised during the user's attempt to withdraw the system through the sheath hub, which could have promoted unfavored interactions between the balloon and crimped thv/hemostatic valves. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Available information suggests that procedural factors (excessive manipulation, improper withdrawal technique) may have contributed to the complaint event; however a definitive root cause was unable to be determined.

Event description:
It was initially reported by an edwards france affiliate, during a tmvr procedure with a 29mm sapien 3 valve, the commander delivery system balloon 'burst' or 'cracked'. There was no additional information provided at that time. Per additional information received, resistance was felt during insertion of the commander delivery system through the esheath. The team was able to advance, however, they were not able to cross the septum due the wall being too thick. It was decided to remove the device, but there were difficulties removing the delivery system with the valve through the esheath. Per report, the valve did not cross through the esheath hemostatic valves, but it was slightly forced onto the loader. It was decided to remove the devices as a unit. Upon removal of the devices, the commander delivery system balloon was observed to be split on its entire length. A new kit was prepped and used with no issues. There was no injury to the patient.